Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - was there any adverse consequence associated with the patient? No - was the needle piece(s) retrieved during the same procedure? Yes - were x-rays taken to locate the needle piece(s)? N/a - what measures were taken to retrieve the broken piece? N/a - was there any additional tissue damage as a result of searching for the needle piece? N/a - please provide the source or name of person providing answers to follow-up questions: (B)(6)

Event description:
It was reported that a patient underwent a skin closure procedure in 2023 and suture was used. During the procedure, the sales rep reported that while closing the surgical wound and on the last suture. The surgeon and surgical tech noticed that the tip of the needle broke off while suturing the skin layer closed. Tip was so small it was not able to be visualized. No delays. Fragments made but easily removed. Procedure was completed. No adverse patient consequences were reported. Additional information was requested.